Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had air bubbles and blood splatter. The following information was provided by the initial reporter: "we had several problems with air bubbles during sampling. This morning when we were taking the sample, the blood came out of the fin. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had air bubbles and blood splatter. The following information was provided by the initial reporter: "we had several problems with air bubbles during sampling. This morning when we were taking the sample, the blood came out of the fin. "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/31/2022. H.6. Investigation: bd received three photos and 3 customer samples from the customer in support of this investigation. The photos were evaluated and show a bd pbbcs device appearing to have air bubbles as well as leakage at the IV end of the needle. Additionally, the 3 customer samples were subjected to a draw test where they were visually inspected for any leakage or air bubbles. All 3 samples passed with no evidence of either defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure from the customer photos provided. The root cause of the leakage at the IV end of the needle would be the air bubbles seen on the device. The root cause of the air bubbles could not be determined without the failed physical sample, and without failure of the customer samples received. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had air bubbles and blood splatter. The following information was provided by the initial reporter: "we had several problems with air bubbles during sampling. This morning when we were taking the sample, the blood came out of the fin. "